Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded episodes of noise on the right ventricular (rv) and shock channels. The noise on the rv channel resulted in oversensing and inhibition of pacing. It was noted that the patient's underlying rhythm did come through after the pacing inhibition. All lead measurements were noted to be good. Technical services (ts) discussed they cannot rule out electromagnetic interference (emi) or myopotential oversensing. Ts discussed troubleshooting and programming options. The physician noted they would attempt troubleshooting options at a later date. To date, there have been no reported adverse patient effects related to this clinical observation.